Manufacturer narrative:
(B)(4). Foreign: the event occurred in (B)(6). Literature: craik johnathan d., el shafie sherif, singh vinay kumar, twyman roy s., revision of unicompartmental knee arthroplasty versus primary total knee arthroplasty, journal of arthroplasty (2014), doi: 10.1016/j.arth.2014.10.03. This reporting is being submitted late as the event was identified through complaint remediation efforts. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article that two patient were revised to address infection post implantation after an unknown duration of time. No further information has been made available at this time.